Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed negative by molecular (pcr testing) and other rapid antigen assays. An additional false positive was reported that occurred 2 hours before this event, which is captured on a separate report.